Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that an episode of ventricular tachycardia was unsuccessfully treated with atp. Episode resolved itself spontaneously. There has been no consequence for patient. Programming changes were not made.